Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Customer states that the tumescent pump would not pump tumescent through the tubing. The case was successfully completed using manual syringes.investigation of the returned tumescent pump on (B)(6), 2014 found the pump head assembly was faulty.